Event description:
It was reported that an alert was received for a high, out-of-range pacing impedance measurement (>3000 ohms) from the right atrial (ra) lead. This resulted in a lead safety switch (lss) to unipolar sensing. Due to the lss, signal artifact monitoring (sam) over-sensing occurred, which caused the minute ventilation (mv) to be disabled. It was recommended to assess the ra lead integrity in-clinic. At this time, the system remains implanted and no adverse patient effects were reported.